Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿patient was desperate, scared, distressed. Can't sleep well because had defective prostheses inside the body and symptoms that could be related to bia-alcl" and capsular contracture, baker grade "ii-iii, with severe pain."

Event description:
Patient representative reported ¿patient was desperate, scared, distressed. Can't sleep well because had defective prostheses inside the body and symptoms that could be related to bia-alcl" and capsular contracture, baker grade "ii-iii, with severe pain." Patient representative additionally reported "cyst" and "depressive"; these events are not related to the device. Device remains implanted.